Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had a cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 8.4 mmol/l at the time of the call. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.